Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: last week, lab: 3.0; date: 2 days later, inratio: 5.0; date: (B)(6) 2010, inratio: 7.5, lab: 3.4. Customer purchased inratio monitor two weeks ago online. For meter testing on (B)(6) 2010, sample drop was from anticoagulated venipuncture tube (blue-top). Patient's physician relied on lab results.

Manufacturer narrative:
Last week inr results (3.0 and 5.0 inr) provided by customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Recent meter result was obtained from anti-coagulated blue top tube. Using inappropriate collection tube may cause inaccurate inr results. Be advised to apply sample drop by finger stick or utilize micro safe capillary tube that comes with inratio/inratio 2 system kit. Date analysis will not be performed and no further investigation will be pursued. Corrective action not required at this time.